Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, non-sustained rv oversensing episodes were observed due to myopotential oversensing during a routine follow-up in clinic. Programming changes and further testing were recommended.

Event description:
Additional information received indicated that programming changes were made and the patient was stable before and after the event.